Manufacturer narrative:
The retained cartridge was evaluated by product analysis on 12/19/2013 with the following findings: the retained cartridge passed visual inspection with no damage or defects noted in the luer connection or o-rings. A leak test was performed with no failures being observed. There were no leaks observed from the luer connection, o-rings, or anywhere else in the cartridge.

Event description:
On (B)(6) 2013, the patient contacted animas to report a high blood glucose (bg) excursion. The patient reported that on (B)(6) 2013 he flew to (B)(6) for a short trip. When he arrived there at approximately 3pm he ¿felt funny¿. The patient stated he checked his bg and it was in the 400 mg/dl range. In response to elevated bg, the patient claimed he took a correction bolus via pump; however, when he rechecked his bg later on it had increased to 567 mg/dl. The patient stated he suspended his pump and used an insulin pen for his insulin needs the rest of the night. On (B)(6) 2013 the patient reported he flew back home and his bg was in the 200 mg/dl range. He resumed use of pump and attempted to administer a bolus but received an occlusion alarm. The patient informed the animas representative he disconnected and tried to prime tubing, but received another occlusion alarm. The patient reported he then disconnected and took cartridge out of pump and noticed that the insulin was gelled. The patient stated once he changed out cartridge, site and set he experienced no further difficulty and his bg was ¿good¿. At the time of troubleshooting, the patient stated he uses apridra and stores it at room temperature. The patient confirmed he was not exposed to extreme high or low temperatures. The patient informed the animas representative that he disposed of the rest of the vial of apridra that was used in the cartridge. During a follow-up call with the patient, the patient denied any water intrusion, heat or pump malfunction. The patient stated he did contact insulin manufacturer to also report issue. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of hyperglycemia while on insulin pump therapy.